Event description:
Procedure: lap chole. According to the reporter: the gallbladder was retrieved separately but an additional piece of tissue was lost in the abdomen.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 10/31/2014.